Manufacturer narrative:
(B)(4). Insulin pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o ring. A test reservoir was installed and did not lock in place due to missing retainer. The pump passed the self test, sleep current measurement, and active current measurement however, unable to perform the displacement test due to broken reservoir tube lip and missing retainer. Pump trace download analysis confirmed the pump alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Event description:
The customer reported via phone call that the insulin pump did receive a low battery alert prior to the replace battery alert. Customer's blood glucose level was 180 mg/dl. Customer stated the battery was not previously used. Customer stated crack on the insulin pump on the battery compartment and not just battery cap. Customer stated this was the second occurrence of replace battery alert with a low battery warning in less than 8 hours. Customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.